Event description:
Display backlight failure (device issue). Case description: on (B)(6) 2014, during a routine review of service order findings from an (B)(4) in the united states, an (B)(4) quality manager identified that inomax dsir# (B)(6) had experienced a display backlight failure. This device issue is similar to a device issue which occurred in the past and had resulted in a serious adverse event. Inomax dsir# (B)(6) had been returned to the rsc for routine preventative maintenance. It was reported that the device experienced a delivery failure (df) alarm during the "burn-in" test. The device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR# 3004531588-2013-00023).

Manufacturer narrative:
On (B)(6) 2014, during a routine review of service order findings from (B)(4)'s regional service center, an (B)(4) quality manager identified an issue with inomax dsir# (B)(6) that was similar to a device issue which occurred in the past and had been associated with a serious adverse event (complaint-(B)(4)). Evaluation summary: inomax dsir# (B)(6) was at the ((B)(4) in the united states for routine preventative maintenance. During post-service burn in, inomax dsir# (B)(6) experienced a delivery failure (df) alarm. A review of the post-service log confirmed the df which was due to backlight current (795 counts) below the miniumum 800 counts consistent with a display backlight failure. The rsc replaced the backlight inverter board to rectify the fault. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. The root cause was a display-backlight failure. This condition will be tracked and trended under (B)(4)'s quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).